Manufacturer narrative:
Correction on initial report and f/u 1.

Event description:
The customer reported that while infusing dopamine there was a hair line crack identified on the luer of the extension set and leaking was noted at the connection between the extension set and primary tubing.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a crack and leak at the smart site while infusing dopamine at an unspecified rate. The event occurred in ccu. Although requested there is no other event details provided at this time.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of a hairline crack on the distal end of the spin collar was not confirmed however a crack on the female luer was confirmed. During visual inspection of the extension set it was noted that the female luer had a vertical hairline crack that measured 0.608 inches long. The female luer was inspected under magnification; no stress marks were observed. Functional testing confirmed leaking through the crack on the female luer. The cause of the leak was identified as a cracked female luer. The root cause of the crack was not identified.

Event description:
The customer reported that while infusing dopamine there was a hair line crack noted on the distal end of the spin collar of the extension set and leaking was noted at the connection between the extension set and primary tubing. The patient experienced hypotension that was quickly corrected when the set was replaced. The event occurred in ccu.